Manufacturer narrative:
Additional information: b5, d10, h3, h6 health effects codes.

Event description:
Additional information received stating "there was no incident".

Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr ,803.56, when additional reportable information becomes available.

Event description:
It was reported, that the ventilator was leaking. Patient involvement unknown.

Manufacturer narrative:
One sample was received for evaluation. The small screw cover missing with the peak inspiratory knob out of spec, a loose oxygen input fitting, and a damaged patient outlet connector on the outer brim of the port. Performed a lock off leak test and the device leaked; however, passed lock off leak test dropping only 1 psi in 30 seconds. The root cause of event is the device leaking input block assembly. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.